Event description:
It was reported that during a routine check, the batteries of a cardiosave intra-aortic balloon pump (iabp) would not charge regardless of the iabp being plugged in all night and the batteries recently being replaced. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was first returned to the national repair center (nrc) on 22-oct-2020, and then sent to the supplier as mentioned in follow up emdr#1. The supplier returned the power management board to the nrc. The supplier verified the failure of the batteries not charging and replaced components q27 and q50 which were shorted. The supplier also installed cn167210, and the board passed testing. Inspection of the board was completed by the nrc per procedure and to the ipc-a-610 standard, with no visual damage observed, and upon inspection of the board per procedure the installation of cn167210 was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board passed testing, and was packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed that the batteries would not charge. The stm replaced the power management board which corrected the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the batteries of a cardiosave intra-aortic balloon pump (iabp) would not charge regardless of the iabp being plugged in all night and the batteries recently being replaced. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 15 month product complaint trend data for the period apr 2019 through jun 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board with visual damage observed to component q27 which was shorted. The national repair center could not test the board due to q27 being shorted. The power management board is being sent to the supplier, and per procedure the installation of cn167210 is required. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the batteries of a cardiosave intra-aortic balloon pump (iabp) would not charge regardless of the iabp being plugged in all night and the batteries recently being replaced. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.